Manufacturer narrative:
Medwatch - form FDA 3500a uf/importer rpt number: (B)(4). Evaluation results: related to operational context (previously deployed stent in vessel). Evaluation conclusions: user error contributed to event (rated burst pressure of balloon exceeded). Operational context caused or contributed to the event (previously deployed stent in vessel).

Manufacturer narrative:
Evaluation, results/conclusions: rated burst pressure of balloon exceeded. Device or procedural images were not returned for review. (B)(4).

Event description:
It is reported that during a coronary angioplasty with intravascular ultrasound stenting to the lad vessel, the physician used a sprinter legend balloon 2.5x15 mm. The balloon was inflated at the target lesion to 18 atm for 15 seconds. When the balloon was removed from the patient, it was noted to have ruptured. It is reported the balloon had been used in a previously deployed stent. There was a 5% decrease in stenosis of svg-lad after the balloon was used. The target lesion was treated with pci and stenting. No reported patient complications.